Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got partially re-sheathed 1 times due to the implant being non-uniform expansion. The final implant depth at non-coronary cusp (ncc) was 5.3mm and left coronary cusp (lcc) was 5.5mm. It was noted that post-bav and pre-deployment, a new left bundle branch block (lbbb) was on the procedure ECG. Post partial-deployment of the valve, a complete heart block was noted. After the deployment, a first-degree atrioventricular block was noted. A temporary pacing wire remained in place post-procedure. The temporary pacing wire was removed the following day. The patient was discharged on (B)(6) 2026.